Manufacturer narrative:
A.4 - a.6 are unknown. The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During support, the automated impella controller (aic) failed to shut down and made a loud buzzing noise for five minutes while stuck on a loading screen. No patient harm was reported.

Manufacturer narrative:
H.10 related report number was added. The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.